Event description:
Dr does not routinely use a bite block and perform the pre-use performance tests before each reuse of the device. This is contrary to the directions for use in the instruction manual for this device. Add'l info obtained by the u.s. Distributor from dr. Indicates that there were no complications or adverse events noted. The event involved a 38 year old, 178 lb. Male. Another device used with this pt without event and the procedure proceeded without problems. Mask appears in average condition, with a yellow airway tube and marqked connector. The connector is heavily crazed. The airway tube has broken 3-7mm from the backplate. The failure surface is perpendicular to the axis of the tube. The failure surface is smooth with no obvious defects. The surface appears to be symmetrical and is in two "sides" that join in a third area farthest away from the black line. There is no secondary cracking present. There is a number of light "score" marks along the length of the black line. Without further detailed info regarding the prior history of this mask, it is difficult to give an exact explanation for this failure. Prior experience has shown that in certain circumstances the device can be bitten if a biteblock is not used.